Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgery to correct a bunion. Allegedly, the patient came into the doctors office upset they still had a bunion post correction. It appears as though the metatarsil head dropped which could be causing the pain. Removal of nail will be required at some point.